Manufacturer narrative:
A device history record review was completed for provided material number 301500 and lot number 210923. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and the physical sample were returned for evaluation by our quality engineer team. Through examination of the pictures, a shelf carton without a label was observed. The labels are printed and placed within the secondary packaging machine by an automated process. There is an automatic detection system in place to verify that all shelf cartons contain the proper labeling. This detection system is challenged every eight working hours. We believe that this incident resulted from a temporary failure in the label feeder and then improper rejection of the defective material by the operator once it was detected by the automated system. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd microlance¿3 needles the label was missing details. There was no report of patient impact. The following information was provided by the initial reporter: bd microlance 3 with no reference,lot or expiry details printed on the secondary packaging. Important details missing.